Event description:
It was reported that the patient presented for implant procedure of the right ventricular lead. During the procedure, the lead exhibited high pacing impedance. After multiple repositioning attempts, the impedance issue was not resolved. The procedure was completed successfully with a replacement lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. As received, a complete lead was returned for analysis. Visual inspection did not find any anomalies except damages consistent with procedural damage. X-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
New information received noted that the lead also exhibited failure to capture during the implant procedure.